Manufacturer narrative:
The device was received fully deployed. No kinks, bends, or damages were found on the cannula assembly. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Blood was found within the soft cannula. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding or bruising for the user. Therefore, the root cause of the reported bleeding/bruising event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 358 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent.